Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn (B)(6), +22.0d) was implanted on (B)(6) 2024. The haptic of the lal+ was observed to be anterior to the iris during the postoperative day 1 visit and was repositioned. The patient had persistent visual disturbances and monocular diplopia during the postoperative period first noticed on (B)(6) 2024. On (B)(6) 2025, the lal+ was explanted due to visual disturbances.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation. Updates to sections h3 and h6. The explanted lal was returned to rxsight. A visual inspection was performed and no anomalies were noted.